Event description:
This is one of the patient's ((B)(6)) two dbs ipgs. It was reported that for the past three weeks, the recharge burden for this ipg has increased. The patient currently recharges the device every two days. Based on the current settings, the estimated recharge interval for the ipg is 42 days. A decision regarding the next course of action in this matter has not been reached.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.